Manufacturer narrative:
The user interface (ui) assembly was returned for failure analysis. Visual inspection of the ui assembly revealed no evidence of damage or contamination. Failure analysis on the returned ui assembly shows that the burn out cold cathode fluorescent lamp (ccfl) backlight caused the dim display.

Event description:
The customer reported that the screen is not turning on. It is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. The authorized service personnel (asp) changed the user interface (ui) and tested the unit and gave it back to the biomed ready for use.